Manufacturer narrative:
Ge healthcare investigated the reported issue and determined that the event is related to a known condition where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. This can result in the following scenarios: sluggishness or unresponsiveness of the cic pro or monitoring device user interfaces. Loss of waveforms, parameters and/or alarming on the cic pro. Restarting of cic pro processes or rebooting of the cic pro operating system. Time changing rapidly between two or more times on unity devices. Time not advancing on unity devices. Inconsistent time values on devices across the unity network. Rebooting of monitoring devices. Excessive network traffic that delays, or otherwise interferes with, legitimate unity network communication. Ge healthcare will be providing a product upgrade to prevent the potential for issues associated with network time changes on the carescape cic pro, software versions (B) (4), (B) (4), (B) (4), (B) (4) and (B) (4). (B) (4). (B) (4).

Event description:
It was reported that time was stuck at 7:00 am on the cic and the facility was unable to take vital signs of patients from bedsides. The monitors and cic were unplugged from the network to function properly. No patient injury was reported.